Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized due to high blood glucose levels. The blood glucose value, and the date of the hospitalization was not provided at the time of the call. The call was disconnected and no further information was provided.